Event description:
Thirty-four minutes into the first treatment session, pt felt initial symptoms of a seizure and notified therapist. Seizure symptoms worsened, 1mg valium administered orally without effect, second dose administered, symptoms dissipated. Doctor called in to room. Pt seemed to recover from seizure like symptoms and complained of chest pain. Additional seizure like symptoms returned. Pt was taken to ER where the symptoms dissipated on their own. Left heart catheterization and ptca was performed. Pt was discharged four days later.